Manufacturer narrative:
Battery out of limit,low battery alarm and failed batt test due to unit received with moisture damage electronic assembly. Motor error alarm during rewind due to corroded motor home switch. Scratched lcd window,cracked display window corners,broken belt clip slot,cracked reservoir tube lip. Unit passed displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.